Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 11/29/2022, 12/06/2022, 12/13/2022, and 12/20/2022, to the remote service engineer (rse) to acquire further information on the cancelation of the service. The rse did not provide who the field service engineer (fse) was who they were in contact with, so no further information can be obtained from the fse. It remains unknown if the customer was able to resolve the reported screen issue. No further information on the resolution is available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the "q/o screen is not coming blank." The device was reported to be outside of use at the time of the reported problem.